Event description:
Caller reported a patient reportedly received the following results on the inform system within 10 minutes: 14 mg/dl, 14 mg/dl and 90 mg/dl. No adverse event reported. Requested return of the alleged strips and meter for evaluation; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.